Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial #(B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was later reported that when the patient tried to give herself a bolus with the ptm, a code 8286 for empty reservoir appeared with an alarm icon. The patient had not heard an audible alarm. The patient again noted the device ¿flip flops" and at times it was "vertical." The patient again noted she was unable to get a bolus at times and had to manually turn the pump over to communicate. The patient¿s revision that was scheduled for (B)(6) 2013 was cancelled due to the patient having poison ivy, and on (B)(6) 2013 the patient also found out she had a urinary tract infection. The patient also mentioned there was some concern about the catheter getting tangled and the catheter dislodging. It was noted the patient was to have been refilled at the revision surgery on (B)(6) 2013, but since the surgery was cancelled, the patient was scheduled to be refilled on (B)(6) 2013. The patient had left a message for the hcp with the ptm code. The patient noted she had not had an increase in pain, "just felt my normal pain that I¿m in¿. The patient indicated the pump did not cover the neck pain, shoulder pain, or migraines. The patient reported having had a fractured neck and was run over by a tractor trailer wheel in the past.

Event description:
Additional information received reported the patient still had concerns regarding their device or therapy but was working with their doctor or manufacturer representative. The patient was to see a neurologist on the day of this report due to migraines. It was noted the migraines were a result of the traumatic brain injury from the ¿same accident pain pump used for¿. The patient planned to call her health care provider¿s office regarding ¿whatever needs to be done to stabilize the pain pump as soon as I know the neurologist¿s treatment plan¿. The patient was still getting ¿read-out icons¿ on her personal therapy manager (ptm) of unsuccessful communication when trying to do a bolus, as previously reported. The patient¿s pain levels had been higher since the pain pump became loose in the pocket. Her ¿ability to sleep, be normally active without being in pain and sweating excessively from discomfort has caused me to stay at home much more than usual. I¿ve experienced an increase in migraine headaches and on the day of my appointment was on the 3rd day of a severe headache¿. During this appointment, the patient noticed a ptosis in her left eye and made the nurse practitioner aware. The patient was then sent directly to the emergency room after a bolus dose increase was completed also due to the severe migraine. It was reported there seem to be a problem with getting a signal from the pump if the patient was in anyway physically active. In order to avoid back pain, the patient reportedly had to remain very inactive. It was later reported the patient¿s health care provider didn¿t feel there was any issue and was unclear as to what the inquiry was concerning. It was reported he did not feel there was anything going on for the patient. It was later reported following the pump pocket revision due to infection (refer to manufacturer report # 3004209178-2012-03832) the patient was diagnosed with diabetes and went on a severe diet. The patient as a result lost ¿quite a bit of weight¿. As a result of the weight loss, it was reported the pump was flipping in the patient¿s body. It was reported ¿sometimes¿ when the patient wants a bolus; she had to flip the pump manually which according to the reporter was ¿ridiculous¿. The patient had seen her health care provider (hcp) regarding the issue but he just said "if you flip the pump make sure you flip it back around the same way". The reporter questioned how you were supposed to keep track of that. It was reported the patient¿s hcp was "fearful to go in because he is worried about another infection". The possibility/questioning of damage to the catheter were again questioned. It was later reported the pump would turn over in the patient¿s sleep. The reporter stated ¿well evidently they didn¿t suture it in¿. It was reported the patient went to her hcp the week of (B)(6) 2013 and the pump was to be refilled however they ¿couldn¿t get any signal¿. The pump was then manually turned over and then a signal was obtained. The patient¿s physician was not present during the refill; the nurse informed the hcp and ¿their either trying to set up an appointment to do something with it¿. It was later reported the hcp ¿had changed his mind¿. The patient was scheduled to have surgery to ¿anchor the unit¿ on (B)(6) 2013.

Event description:
It was reported that the patient's pump had "somehow freed itself in the pouch" in her abdomen such that is started flipping around in the "last couple of months" and was loose. The patient felt the pump moving around inside of them as well. The patient had gone in for their last refill around three months ago and "probably" within two or three weeks before that the patient noticed the had pump started flipping. The patient reportedly had attempted to give herself boluses with the personal therapy manager (ptm) and "for some reason when the pump's flipped over it won't deliver a bolus." The patient would manually flip the pump over and then "half the time" it didn't feel like she received a bolus upon request even though the "computer device" showed that it had gone through. It was noted, "usually I have a numbness response after I do a bolus that lasts for maybe five, ten minutes due to the clonidine in the device system. The patient had trouble just going out and walking from their house to the mailbox due to pain. However it was noted the patient had been diagnosed with a ventral hernia and it was questioned whether the pain while walking was possibly due to that. It was noted, "I went to do a dose this morning and it showed two things at the same time. It showed the icons on it that ''I was getting a dose but it also showed the amount of time until the next dose was due. And it was four hours which is my frequency. So it showed I was being denied a dose." The reporter questioned if possibly the catheter had become twisted as a result due to the "computer" showing that a bolus was given while the patient didn't feel anything from it. It was noted the patient was on vacation during the week (B)(6) 2013 and felt like they did not get any pain relief at all. During the vacation, the patient had "so much pain" that they had to lay down for most of one day. It was noted, "it works sometimes and sometimes it doesn't when I'm doing the bolus dose" the reporter alleged during the vacation, "it stopped working." The reporter questioned "but if the catheter is twisted then obviously I wouldn't be getting any response at all." Each time the patient manually flipped the pump back over the patient had reportedly thought to himself, "this has to be getting more and more twisted within me." It was also stated,"I know when I didn't get that numbness type feeling that the catheter wasn't patent. It wasn't delivering the pain medication to my spine. It's pretty much defined in my mind when I'm not feeling that numbness with the bolus that it's the pain pump." It was noted the patient had been diagnosed with type two diabetes on "(B)(6)" and had lost around thirty pounds since the diagnosis. "It makes sense with the weight loss in my abdomen things have changed positionally with the pain pump. The patient "showed" the doctor last month during an appointment and it was noted that the hcp said he wasn't going to do anything about it unless it started creating a problem. The reporter believed the hcp was "delaying the inevitable" that eventually "it was going to have to be fixed one way or another" and later stated, "the pain pump was definitely not delivering anything." The patient was to see their hcp on (B)(6) 2013 for a refill. The device system was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had felt that the therapy was less effective recently; she had less pain relief. On (B)(6) 2015, the patient went in for a pocket revision to secure the pump in the pocket as the pump was moving around. When they went to refill the pump, they found a volume discrepancy. The expected residual volume was 4; the actual residual volume was 14. This was not the first volume discrepancy for the pump; this reporter did not have the details of prior occurrences. They decided to replace the pump when they discovered the volume discrepancy.